Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the customer's handling of patient samples and no issues were noted. The field service engineer (fse) inspected the module and determined the event was caused by the dilution bath that had to be replaced. The fse replaced the dilution bath, cleaned the ion-selective electrode (ise) flow path, conditioned the electrodes, and performed air purges, reagent primes, and precision checks with successful results. The customer performed calibrations and qcs with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas 8000 cobas c 502 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas c 502 module. The reporter was able to provide one example of a discrepant result: the initial result was reported outside of the laboratory. The reporter stated that the failed delta check in their middleware prompted the auto-rerun of the patient sample. The initial na result was 129 mmol/l. The repeat result was 138 mmol/l. The repeat result was deemed correct.